Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's niece reported that the buttons and keypad on the insulin pump were unresponsive and that they were unable to do anything on the insulin pump. She also stated that the customer had a high blood glucose reading of 283 mg/dl. She stated that the blood glucose had been high frequently for the past month. She stated that the insulin pump passed the self test and that it started responding again. They were unable to troubleshoot for high blood glucose. Nothing further was reported.